Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was analyzed, and visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test 2 of 2 attempts. The instrument was fully functional. No product issue was identified. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer extend (vse) instrument did not articulate well when trying to seal. No fragment fell into the patient. The procedure was completed with no reported injury.